Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Customer technical support (cts) provided assistance with resetting the pump and confirmed that the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if any further issues arose.